Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The customer's test strips have been requested for return. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek inrange meter compared to the stago neoplastin laboratory method. The result from the meter was 5.2 inr. Within three hours the result from the laboratory was 3.9 inr. The result in question was reported to the hospital doctors. There was no allegation of an adverse event.